Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014 2015. Reportedly, a lumenis 20 watt laser unit was used during the procedure. During the procedure, the physician used the laser fiber for about 30 seconds then deflected the scope and noted that the image turned black. According to the complainant, the fiber body was broken about ¾ of an inch from the tip which burned out the scope. The broken tip was inside the scope. The scope and fiber were removed from the patient and the procedure was completed with another flexiva 200 tractip 200 laser fiber and a different scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.